Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver (part number stk-dr-001/serial number (B)(4)/lot number 5202410), being used with the complaint transmitter, was returned on (B)(4) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of an intermittent out of range signal. A root cause could not be determined.